Event description:
Event description cpi received information that approximately four months post-implant, this implantable pulse generator (ipg) reported a loss of ventricular capture, a ventricular lead impedance of >2500 ohms, and an r wave of 8 volts. All measurements at implant were normal.